Manufacturer narrative:
H3, h6: the device that was used in treatment was returned for evaluation. The device was processed to scrap after receipt. Steps have been taken to eliminate this from occurring. A relationship between the device and the reported event could not be established and a root cause could not be determined. Probable root cause may include a component failure or a connection issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the 2nd day of npwt utilizing a pico7, it was noticed the leak indicator lump have illuminated and the pump was not working. The start button was pushed several times but the device did not work, and then, all indicator lumps illuminated. A piece of gauze was temporally applied on the wound, and npwt is supposed to be restarted as soon as the hospital receive a backup device. No patient harm. No delay was reported.